Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 3 devices were received for evaluation. 1 event was confirmed. 1 device was found to have a damaged component. The reported event was not confirmed for 2 devices; however, 1 device was found to have non-stryker repairs. 1 device was found to be within specifications for the reported event. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes 3 malfunction events, in which the device was reportedly leaking. 3 reported events had no patient involvement; no patient impact.